Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulled out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the ¿isolation¿ was found defective on the permanent cautery hook instrument. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following information: the planned procedure was completed with a back-up instrument.